Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in a pairing failure. Symptoms included no alerts or alarms. Outcomes included no clinical impact reported and no medical intervention. User support included troubleshooting and user education, including toggling settings, re-entering the sensor code, and advising the user to allow time for pairing. Investigation of this case revealed an inability to establish communication between the cgm sensor and the ilet, with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was connectivity interruption due to bluetooth environment or other transient factors.

Manufacturer narrative:
Initial.